Manufacturer narrative:
The complaint has been visually verified and the root cause is most likely associated with the device potentially coming into contact with a hard (metallic) object such as a cannula. It is also possible that the device was continuously rubbed against another object which will cause the temperature indicator to become detached or smudged. The instruction for use (¿IFU¿) contains warning and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was alleged the blue part of the tip fragmented and fell into the surgical site during a procedure. Lavage and suction were used to retrieve the fragments, however, all of the pieces could not be removed. There have been no reported patient complications.